Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable and interlock were replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.